Event description:
It was reported that the right ventricular lead dislodged. Further information was requested however, was not provided.

Event description:
New information noted that the lead also exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2022. Further information was requested however, was not provided.